Manufacturer narrative:
Batch review performed by medacta regulatory affairs department on 07.08.2020: lot 147158: (B)(4) items manufactured and released on 14-jan-2015. Expiration date: 2019-nov-30. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event since 2016. Clinical evaluation performed by medical affairs director: 5 years after primary cementless tha the patient has pain and a head-inlay exchange is performed, after verifying that the stem is well fixed. The stem position appears to be rather distal, as if it had subsided a little, and a rarefied bone density area is visible in gruen zone 5, but since we have no history of this case we cannot judge the relevance of these observations. The cause for this pain and need for reoperation remains undetermined, but there is no hint that it can be due to a defective device. Additional item involved in the event: implants from ceramtec 38.49.7175.925.00 biolox delta ceramic ball head 12/14 ø 36 size xl +8 lot. 802014 (item not registered in USA).

Event description:
Amis revision surgery performed after 4 years and 9 months due to pain. The surgeon removed the head and inlay, after that he hit the stem a few times with an pestle to look if the stem is loosened. The stem was not loosened. The surgeon implanted a new inlay liner f 32mm and an 32mm xxl cocr head.